Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient was brought in for defibrillation threshold testing (dft). This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise which could be re-created in the clinical setting. The noise had been oversensed causing pacing inhibition which resulted in greater than two seconds of asystole for this patient. No adverse patient effects were reported.